Event description:
It was reported that a pin is broken. No additional information regarding a specific failure mode was provided. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that a pin is broken. The reported event was confirmed. The manufacturers evaluation revealed a broken pin at the control board along with a bent guide pin and a worn bearing. The most likely cause for the reported failure can be attributed to wear and tear.